Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'downstream pressure too high' which was not reproduced. Downstream occlusion alarms were verified through a review of the event history log and found to be caused by an out of specification force sensor current reading. The force sensor was calibrated and shims were added to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's downstream pressure was too high. There was no known patient injury or medical intervention associated with this event. No additional information is available.